Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 389 mg/dl and insulin injections were administered to address the bg level. After the alarm, the customer changed out the infusion set tubing and cartridge. Reportedly, novolog had been used in the cartridge for 4 days.